Event description:
It was reported that the stent was encrusted in the kidney, and the urologist had to perform a percutaneous nephrostomy to remove the stent. Additional information has been requested but not yet received.

Manufacturer narrative:
No sample was returned for evaluation. The product number and lot number is unknown therefore, no review of the device history record could be performed. A review of the manufacturing records for this product family indicates nothing that could have caused or contributed to this event. The labeling and instructions for use calls for: ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient's condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device.(B) (4)